Event description:
The physician successfully deployed a 3.0mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug-eluting stent to the proximal left anterior descending, following pre-dilatation of the lesion with a 3.0mm diameter x 10mm length balloon. Following post-dilatation, 1% stenosis remained. Approx three week later, the pt suffered a cerebral stroke and was treated for this. However, the pt also suffered from abnormal renal function and passed away two months post-index procedure, due to acute exacerbation of chronic cardiac failure.

Manufacturer narrative:
(B)(4): eval results: mi, hp and abnormal renal function. Stroke and death. Conclusions: pt's condition predisposed event.

Manufacturer narrative:
Index procedure was prompted by old myocardial infarction.